Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data and download history did not reveal any records that would indicate a pump malfunction or insulin delivery issue. The total daily dose adds up to correctly reflect the user¿s basal settings and are consistent. On investigation, the pump was evaluated and determined to be delivering accurately without malfunction. The pump was exercised for 24 hours without errors, alarms or warnings. On investigation, the pump powered on with a dim and discolored display screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).